Event description:
It was reported that the patients device was no longer working properly. This started about 6 months prior. Stimulation would come on for 2-3 minutes but then stimulation would just stop. The transmitter remained on and looked as though it was still functioning (no errors,etc). There were no falls or trauma. The patient had good coverage on the right side with 1 program and good coverage on the left side with 1 program, but stimulation would just go away eventually. Initially, the patient could go all day until 5pm and it would stop. Then it would only go to lunch time and then stop. Now it only lasts minutes. A company representative had tried to change the electrode configuration to no avail. A new transmitter would be tried, but if that didn¿t remedy the situation, a revision would be required. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3210 lot# serial# (B)(4) implanted: (B)(6) 2001, product type: transmitter. Product ID: 3887-28, lot# j0118381v, implanted: (B)(6) 2001, product type: lead. Product ID: 3887-28, lot# j0104205v, implanted: (B)(6) 2001, product type: lead. (B)(4).